Event description:
On (B)(6) 2013, the lay user/patient¿s wife contacted lifescan (lfs) alleging that the patient¿s onetouch ultrasmart meter was reading inaccurately low compared to his feelings and or normal result. This complaint is being classified based on the customer care advocate (cca) documentation, since the patient could not be reached by phone to obtain additional information. The alleged inaccuracy began ¿in the last few weeks¿. At an unspecified date/time, the patient obtained a blood glucose result of ¿15 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (humolog, lantus, self adjuster). The reporter stated that her husband did not take any action in regards to his normal diabetes management as a result of the alleged issue. The reporter claimed, ¿a few weeks¿ after the alleged issue occurred, her husband developed symptoms of ¿vomited water, shortness of breath, dka¿. On (B)(6) 2013 at 8:40 a. M., the patient went to the hospital and was given ¿IV fluids¿ by a health care professional (hcp). The reporter stated that ¿blood work¿ was done at the hospital; however, the results obtained were not provided. During troubleshooting, the customer care advocate (cca) confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (12/16/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 11/22/2013 and 12/10/2013, respectively, with the following findings:the meter passed all testing with no faults found. The reported issue could not be reproduced; however, a secondary issue was noted when the meter was found to have a corroded battery contact. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.